Manufacturer narrative:
The user facility submitted this event to medsun; however the report # was not reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked from the bottom of the drip chamber during priming. There was no patient involvement. No additional information is available.